Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent microendoscopic discectomy (med) due to lumbar canal stenosis. Intra-op, when the reported product was connected to the camera, the screen was too dark to be used. Another scope that had arrived for the next day¿s operation was sterilized immediately and was connected, then a normal visual field was achieved. The product came in contact with the patient. There was a delay of 2 hours in the overall procedure due to this event. Patient complication reported to be unknown.